Event description:
The customer reported a fluid leak of approximately 1ml from the white blood cell (wbc) bath on a coulter act diff 2 analyzer. The leak was contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the wbc bath was cracked, causing the leak. The fse replaced the wbc bath and aperture assembly. The instrument ran without leaks or errors. The repairs were verified per established service procedures. The beckman coulter internal identifier for this event is (B)(4).